Manufacturer narrative:
It was later noted that on-going alerts continue for this issue. Technical services again discussed troubleshooting. The physician elected to schedule a revision.

Manufacturer narrative:
The representative was to further discuss the issue and options with the physician. Information suggests these products remain in-service. Should additional information become available this event will be updated.

Manufacturer narrative:
The lead was explanted as well as the device as it was approaching replacement time.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) detected a rise in shock impedances throughout a year which recently measured >125 ohms on this defibrillation lead. The battery voltage of the crt-d is 2.57v and the physician wanted to wait until the device reached the elective replacement indicator (eri) before the lead issue was addressed (likely within a year's time). Technical services( ts) discussed potential therapy delivery issues and recommended testing the shock system. No adverse patient effects were reported.